Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds, low amplitude, noise, undersensing and loss of capture. Additionally, the patient has been experiencing pleural effusion and chest pain. The patient was hospitalized. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H6: patient codes. H6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds, low amplitude, noise, undersensing and loss of capture. Additionally, the patient has been experiencing pleural effusion and chest pain. The patient was hospitalized. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the root cause of the issues was due to this lead experiencing perforation. Additionally, pericardial effusion was noted. A lead revision was performed and this lead was explanted and replaced. This lead is expected to be returned for analysis. No further adverse patient effects were reported.